Event description:
Patient reported left side rupture diagnosed by MRI. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, d6a, g2, h6.

Event description:
Patient reported rupture diagnosed by MRI. This record relates to the left side. Device has been explanted.

Manufacturer narrative:
Clarification to d9: only device photos were received. Visual analysis: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data.

Event description:
Patient reported left side rupture diagnosed by MRI. Device has been explanted.

Event description:
Patient reported rupture diagnosed by MRI. Device remains implanted. This record relates to the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.